Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm displayed 180 mg/dl in the evening and he administered insulin based upon his cgm value. An unspecified amount of time later, the patient lost consciousness and fell. The patient¿s wife called emergency medical services (ems) who upon arrival, administered glucagon (bg value not provided) and transported him to the hospital. He was evaluated, an magnetic resonance image (MRI) and x-rays were performed, and the patient was admitted to the hospital. There was no information about injuries sustained that required an MRI, x-rays and admission to the hospital. The patient stated his cgm value was 100 mg/dl points different than his bg. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.